Event description:
The customer reportedly obtained a 96 mg/dl and 56 mg/dl on the accu-chek advantage system within a ten minute timeframe. The customer felt weak. He ate cookies and felt better afterward. He did not test after treatment. No adverse event reported. New system sent to customer and return requested.